Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent tevar on (B)(6) 2018. The patient's anatomy was suitable for the procedure. The patient had the history of aortic replacement; a 14*7mm artificial vessel was implanted in the patient before. During the advancement of the delivery system of the complaint device zta-p-38-217-w1, the system stopped advancing at the tortuosity existing in the anastomotic part of the artificial vessel. Other devices were used instead(zta-p-30-201-w1 and zta-p-30-155-w1) and the procedure was completed successfully. Patient outcome: no adverse effects to the patient.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. Summary of investigational findings: during advancement of the zta-p delivery system, the system stopped advancing at the tortuosity existing in the anastomotic part of the artificial vessel. The device was removed and another device was used instead. The procedure was completed successfully and no harm to the patient was reported. The complaint device was returned used and with clear evidence of biomatter on the device. The stent graft had been deployed and was returned as well. The device was investigated using light microscopy and visible scratches along 1/3 of the sheath, nearest the dilator tip, were observed. As no imaging was provided and only limited information received it is not possible to determine the exact cause for the advancement difficulty. However, the returned product inspection showed clear evidence of scratches on the flexor sheath, possibly caused by calcification in the vessels. Additionally, the event description states how the introduction system stopped advancing at a tortuosity existing in the anastomotic part of the artificial vessel. Therefore, it is very likely that the advancement difficulty was caused by patient condition. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.